Event description:
It was reported that the ilet charger intermittently stopped charging unless the user repositioned the ilet on the charging surface, despite a solid green charger light and no visible damage; troubleshooting and education were completed, and a replacement charger was provided as a goodwill measure. Symptoms included no adverse clinical effects and no blood glucose issues. Outcomes included no alerts or alarms, no need for medical intervention, and no impact to therapy continuity. Investigation included customer interview and functional troubleshooting guidance. Investigation of this case revealed an intermittent charging performance issue consistent with a charger or alignment-related malfunction of the external power/charging component, with normal indicator light behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device alignment sensitivity or charger hardware variability.